Event description:
A pt received a pneumothorax which was confirmed 20% after a superdimension procedure. A chest tube was placed and the pt was hospitalized and has been released. If add'l info pertinent to the incident is obtained a f/u report will be submitted.

Manufacturer narrative:
Superdimension has requested the device from the site but has not received anything for eval to date. If add'l info is received, a f/u report will be submitted. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.